Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: the instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings: section: pre-support evaluation, section: axillary insertion of the impella 5.5 catheter, section: direct aortic insertion, section: use of impella with transcatheter aortic valves: "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The complainant reported that an implanted impella 5.5 pump began to experience sensor issues during patient support. The pump was explanted the following day and a thrombus was discovered on the outlet near the motor. No additional action was required. The patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The investigation of optical signal issue and thrombus has been completed. Optical signal issue: the returned product was inspected and biomaterial was observed by the sensor and outlet cage. The 5s parameters on the returned product were within specification and pump passed the light continuity test. The data logs show stable 5s parameters but confirm placement signal not reliable alarm. There were no motor current spikes outside p-level changes. The root cause of the optical signal issue was most likely biomaterial as evidenced by biomaterial observed on the sensor on returned product and stable 5s parameters thrombus: as the necessary information was not provided, the root cause of the thrombus was not determined.